Event description:
It was learned via the implant patient registry that a patient with a 29mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of four (4) years, 11 months due to unknown reasons. The mitral valve was explanted and replaced with a 31mm 11400m mitris valve. The patient also underwent re-do aortic valve replacement during the procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Evaluation summary: customer report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact, moderate calcification on leaflet 1, and heavy calcification on leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut around leaflet 2 on the inflow aspect. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(4).

Manufacturer narrative:
Added information to d4, h4, h6.the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.